Event description:
It was further reported that the pt experienced chest pain, and ischemia during this event.

Event description:
Review for analysis were two sections of the device. The first section was comprised of the hub and hypotube and mid shaft extrusion. The break was located approximately 27.5 cm distal to proximal edge of the mid shaft. The second section of the device was compromised of the tip, the balloon and distal sub assembly shaft. This section measured 12 cm in length from the tip of the device. It is noted that the balloon was not rewrapped. No additional complaints have been received for batch 7514082 of devices. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with co's standard procedures. The shop floor paperwork for this batch shows that the product met its specifications at the time of release to distribution. From the condition of the returned device, it is possible to conlusively determined the root casue of the complaint incident. It is clear from the condition of the returned sections of the device, the excessive force was applied to the device through some form of restriction. The root cause of the restriction and the difficulties that were experienced by the physician are unknown. An examination of the balloon revealed that the balloon was not rewrapped. Poor rewrap may have occurred as a result of the balloon being inflated and deflated numberous times during preparation and use. As a result of multiple inflation/deflations, the memory of the balloon folds become lost. It is unknown if this could have contributed to the difficulties that were experienced by the phyisician. All relevant manufacturing and engineering personnel have been notified. Co will continue to monitor for this type of complaint to ensure that there is no compromise of product quality.

Event description:
It was reported that during a ptca/stenting treatment procedure, balloon removal difficulties were encountered. The heavily calcified lesion in the diagonal artery was predilated with a maverick 2 monorail 2.5 mm balloon . The physician subsequently attempted to cross the lesion with a taxus express2.8.8% 3.0mm drug eluting stent, but was unsuccessful. The nc monorail 15/3.0 mm balloon was then used to further predilate the lesion. Following the predilatation inflations, the physician was unable to easily remove the balloon, so he used force and the catheter shaft fractured. The pt was sent for CABG surgery where the retained balloon portion was successfully removed. The pt recovered without sequella and the current status is 'fine'.